Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh as implanted due to sui.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent a trachelectomy, uterosacral ligament suspension, posterior colporrhaphy and cystoscopy on (B)(6) 2015 by dr. (B)(6) due to cervical prolapse, dyspareunia and rectocele. (As per operative report)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lsh and bso due to sui, elective sterilization, hyper menorrhea and dysmenorrhea. It was reported that following insertion the patient experienced urinary/bowel problems, bleeding and dyspareunia. (B)(4).